Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). The cobas liat analyzer is expected for return. (B)(4).

Event description:
The customer from the unites states alleged discrepant results generated from a cobas liat system (s/n (B)(4)). The customer generated 13 potentially false positive inflienza b results for patient samples using the cobas® sars-cov-2/influenza a/b assay. No patient details were available and no harm or injury was indicated. Patient sample was collected using nasopharyngeal swab and universal transport media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Thirteen (13) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(6)) was returned for evaluation and repair. From the inspection, it was identified that the origin of the amber channel noise was traced to the photometers. A retention photometer (c-06902) was placed on the customer's instrument and a run was executed. No noise was observed in the amber channel. (B)(4).

Manufacturer narrative:
Roche identified select cobas liat analyzers are generating false positive flu b results due to noisy photometer signals in the specific channel that detects flu b. Overall, adverse health consequences are not likely to occur due to the clinical mitigations that exist and the low occurrence rate of the issue. Roche is in the process of replacing the photometer assemblies in the affected instruments. (B)(4).